Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Patient's parent noticed that during the last months the child did not want to wear his audio processor. As per the parents, the child hits his head now and then. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's parent noticed that during last months, the child did not wanted to wear his audio processor. As per parents, child hits his head now and then. Re-implantation is planed but a dated is not fixed yet.